Manufacturer narrative:
Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the separation of the pre-peritoneal space on a laparoscopic inguinal hernia repair, the device used to create the space malfunctioned and the balloon portion broke into two pieces leaving a portion inside the patient, which the surgeon removed. No patient injury.